Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue happened during the non-emergency treatment which was delayed as the customer had to restart the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was shut down during a case. To resolve the reported issue, the fse rebooted the system several times. After multiple reboots, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the during a procedure, system was shutdown. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.